Event description:
It was reported that the 3.5x15 mm xience xpedition stent was deployed in the patient after its expiration date. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for device expiration issue from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU) states: note the product use by date.